Manufacturer narrative:
Upon further investigation, it was found that the ventilator was not powering on during initial inspection outside of clinical use in the biomed shop. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that a ventilator does not power on. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.